Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm and hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm and the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure. It should be noted as e coli cultures in 3 to 4 days and symptoms are evident in 1 day to 1 week, the expose did not occur from the procedure which utilized the vascade device and must have occurred during or after the post discharge surgical repair procedure.

Event description:
Initial report received on 8/28/2019. Patient had a pseudoaneurysm which was corrected with a thrombin injection. Additional information received on 9/17/2019. The vascade 6/7f was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the wire with the green push rod. The disc was de-deployed and the device was removed. Final hemostasis was achieved with the device. 2 weeks after the procedure, the patient returned to the doctor with a 7 cm hematoma. In addition, it was determined that the patient has a pseudoaneurysm. The next day, the doctor surgically evacuated the hematoma and correct the pseudoaneurysm. The doctor removed a large clot and the collagen plug from access site, as well as, surgically repaired the vessel. It should be noted that cardiva devices were not used during this second procedure. 5 days after the post discharge surgical repair procedure the patient returned to the doctor's office with a fever, altered mental state and a red and irritated site. A culture came back positive for e coli. Patient was given 14 days of antibiotics and went to rehab facility for an unknown time with a wound vac (negative-pressure wound therapy which uses suction to remove excess exudation and promote healing in acute or chronic wounds). As of (B)(6) 2019, patient has been back to doctor's office and is healing well.